Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 configuration setting disables the generation and delivery of ECG alarms to piic ix information center. No adverse event involving patient or user was reported.

Manufacturer narrative:
Software updated. Z-0291-2017, z-0292-2017, z-0293-2017.